Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation. Surgeon revised shoulder because pt had dislocated it. Pt recently underwent a colonoscopy and was put under anesthesia which made her very lax. Her shoulder was dislocated for 3 weeks prior to revision. Surgeon tried a closed reduction, but was unsuccessful, so she opened the joint and chose to remove the old humeral liner and replace it with a 38mm +2.5 constrained, which gave pt the most stability. All other implants were well-fixed. Once new liner was in, surgeon reduced the shoulder and closed the wound with no complications.

Manufacturer narrative:
The revision reported was likely the result of either the patient undergoing anesthesia less than two weeks after her index surgery date which made her ¿very lax,¿ or the positioning during the colonoscopy procedure which may have led to the shoulder becoming dislocated. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided.